Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fluid leak and hole/perforation cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the ambicor penile prosthesis (app) instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery due to a fluid leak caused by a hole. The device was removed and replaced with a new app. There were no patient complications.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery due to a fluid leak caused by a hole. The device was removed and replaced with a new app. There were no patient complications.